Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim and discolored display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2014 with the following findings: during testing, the display screen was dim and discolored. Unrelated to the initial complaint, the ok, up arrow and contrast keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.